Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for pt's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from pt was tested and found to be within chemical specification; however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.

Event description:
A male pt reported experiencing red eyes, pain, sensitivity to light, and irritation after using complete moisutureplus multi-purpose solution. The pt's optometrist confirmed a diagnosis of viral conjunctivitis. He prescribed tobradex antibiotic eye drops and refresh liquigel. The pt recovered without sequelae. The optometrist indicated that his opinion regarding the relationship of event to product is "unlikely (<5%)".